Manufacturer narrative:
(Pocket formed within the pocket, terminology used by healthcare provider unknown to reporter).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that healthcare provider (hcp) had indicated that in the past during his fellowship there was a patient who had experience a pocket fill. Reporter stated that per hcp ¿patient had a pocket created that formed within the existing pump pocket¿. Reporter could not remember the terminology the hcp used for the formation but stated it occurred ¿because patient had the pump implanted long term¿. Hcp injected 3ml and pulled back 3ml periodically as he was refilling and had no indication he was inside the pocket instead of in the port. A week later patient returned with ¿full blown withdrawal¿. Per hcp reports it was clear the pump was never filled and it was a pocket fill. It was added that the hcp was discussing his experience and it was a random conversation between the hcp and the manufacturer representative. The patient wasn't "his" patient. There was no patient and device/drug information they could provide.